Event description:
It was reported that a boston scientific device was implanted.according to the complainant, the patient experienced extreme pain, erosion of her internal bodily tissue, dyspareunia, painful scarring and other injuries.all other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.